Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during monitoring of a patient, the patient's heart rate dropped to 28 beats per minute. The nurse observed an "asystole" on the monitor with an associated pulse and an o2 saturation of 46%. Two doses of 0.5 mg of atropine were given. The nursing staff believed that there was something wrong with the heartrate measurement because the patient was aware and talking during this episode.

Manufacturer narrative:
The mx450 (s/n (B)(4)) with mms (s/n (B)(4)) and m1669a/m1673a ECG cables were shipped to philips for further evaluation where the devices were thoroughly tested in the lab. The ECG performance test was run for almost two days without any failures occurring. The mms was then put into a final test loop of 85 complete final tests. All of the tests passed with perfect repeatability of all measured values. The ECG cables were tested for capacity and impedance and were found to be working properly. Trend data was submitted for review which showed both the heart rate and pulse were relatively low at 15:18. The issue was believed to be consistent with a physiological issue with the patient. The heart rate was noted to be "0" at 15:19 but was believed to be related to the fact that the arrhythmia algorithm did not capture all r waves as beats, which likely occurred due to a low qrs amplitude. The ECG data was not provided therefore this cannot be confirmed. No malfunction was determined to have occurred. Based on the investigation of this issue by the factory and the extensive testing of the product and associated accessories along with a review of provided trend data, the issue is not consistent with any technical problem with the device but is most consistent with changes in the patient's physiological measurements and clinical status at the time of this event.